Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3550-39, lot# n328292, implanted: 2012 (B)(6); product type accessory product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(6).

Event description:
It was reported that stimulation was in the wrong location. The patient had an appointment scheduled with the healthcare professional (hcp). It was noted that there was a loss of stimulation/therapeutic effect. The patient had a loss of coverage and a ¿bump¿ on her back. X-rays showed one of the leads had moved from the original implant. It was noted that the patient wanted to see if there was an option other than surgery to reposition/revise lead. The patient had experienced pain and less than 50% therapy relief in her back. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the hcp reported that the cause of the event was unknown. X-rays taken on (B)(6) 2013 apparently showed a migration of the lead component of the implantable neurostimulator with possible scar tissue formation. Reprogramming performed on the same date with the results of good leg coverage which was the original pain complaint. It was noted that there was no coverage for the back pain which was considered new pain and was not originally diagnosed. No surgery was performed. In addition, it was reported that on (B)(6) 2013 all future appointments were cancelled by the patient. The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.